Event description:
It was reported that the patient was incarcerated and during that time he had several problems with the neurostimulator. It was noted that the patient¿s implantable neurostimulator (ins) had moved and broke through the skin. Patient had erosion. On (B)(6) 2013, the ins had broken through the skin and on (B)(6), it fell out of his body. It was noted that there was an infection. It was further noted that the patient had had a massive infection and on the day the ins fell out, the patient was rushed to the hospital and had surgery on (B)(6) 2013 to remove the ins. It was noted that only the ins was removed and 6 inches of the wire that was attached to the stimulator was cut. The stimulator was implanted on the right side of the abdominal region. On (B)(6) 2013, had a pump implanted to treat infection and that was removed on (B)(6) 2013. Patient was then oral antibiotics. It was noted that the patient wanted to have the ins replaced since it really had helped. Patient had stated that even when it was eroding out of his body it had still worked. It was noted that the patient had a hole in the abdomen that was about 2.5 inches wide and 1 inch thick. Additional information was requested but had not been received as of the date of this report.

Event description:
Additional information received reported that the patient¿s implantable neurostimulator (ins) was removed at some point because of an infection. It was unknown when this occurred or if it actually happened. It was unknown if the extension had been exposed or covered or how long it had been exposed.

Manufacturer narrative:
Concomitant products: product ID 3708260, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3998, lot # v013489, implanted: (B)(6) 2007, product type lead; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).